Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
On (B)(6) 2015 - the patient implanted with rns system including the rns neurostimulator and two cortical strip leads ( (B)(4)). On (B)(6) 2015 - on the morning of (B)(6) 22, 2015 the neurostimulator and leads were explanted as a result of a suspected infection. Procedure started at 9:30am and ended at 12:00pm. All explanted product was sent for cultures. On (B)(6) 2015 the fce was notified of the explant and provided the following information. Per dr (B)(6) at (B)(6) center, patient kept picking at her incision. Despite doctors instructions to stop picking the incision and obtaining an antibiotic prescription the patient continued to be non-compliant with incision care instructions. Patient refused to come into the clinic to be evaluated and treated until the infection had progressed. Initially it was just fluid collection which was evaluated by dr (B)(6) but due to patient's poor hygiene, infection became worse despite best efforts to treat the infection and counsel the patient. On (B)(6) 2015 the explanted product was sent for cultures. The cultures came back as (B)(6), nothing in blood. Indicating that the infection was a result of the patient picking at the incision.